Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer did not experience diabetic ketoacidosis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 371 mg/dl. Customer also stated that the insulin pump had critical pump error image displayed on the screen. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing for high blood glucose event. Customer was treated with manual injection for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Device was also received with the serial number label faded.